Event description:
The device was used during a low anterior resection. Just before assembling anvil to the instrument in pt, the dr noticed staples protruding and thought the instrument was partially fired. Remove instrument and used a new one to complete procedure. There was no consequence to the pt.